Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 500 mg/dl and 144 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they did not contact their health care professional regarding the high blood glucose. The customer was treated with insulin drip in the hospital. Based on customer report customer did not allege the insulin pump was under delivering. Customer declined troubleshooting for insulin pump. The insulin pump will not be returned for analysis.